Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2006 to treat stress urinary incontinence. It was also reported that following insertion the patient experienced erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was further reported that patient underwent mesh revision on (B)(6) 2007 and (B)(6) 2007 due to mesh exposure and mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.